Event description:
The contact stated that when a test strip was inserted into the meter, it read with a decimal point. The customer thought the readings were low and ate some food to bring his glucose up. No adverse events were alleged. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.